Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient reported revision surgery. Medical records obtained indicate that on (B)(6) 2008, the patient was revised to address recurrent instability and dislocation with chronic pain and polyethylene wear.